Event description:
It was reported that there was a hardware removal of tibial lift plate on (B)(6) 2013. Implant date is unknown. The removal was performed to accommodate a future total knee procedure. During removal it was found that one of the screws was cold welded into the plate and the surgeon broke 2 screw drivers (broken shafts) and a t-handle (broken weld at the t) trying to remove the screw. The procedure was successfully completed by using a midas rex drill. The patient has an extended incision and the procedure was completed. It was noted the surgeon will have follow up with patient on recovery process. This report is on the t-handle with quick coupling. This is 3 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
One t-handle with quick coupling was returned for evaluation. The shaft is severely bent in multiple directions and also broken inside of the t-handle. The relevant materials and dimensions were checked and passed. Hardness was not checked because of the components are 304 and do not require heat treat. Review of the device history records showed that there were no issues during the mahufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned t-handle was manufactured in july 2001 and is over 10 years old. The returned product shows signs of excessive wear and tear by the user. Specifically, the product shows over loading and/or misuse of instrument, twist of t-handle shaft and breakage between the handle and shaft. Since the product is over 10 years old and it shows signs of overloading and/or misuse of instrument, the complaint is invalid from a design perspective.